Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The customer replaced the gas delivery system (gds) assembly and returned for failure investigation. The root cause was identified to be the defective u1 on the air flow sensor pcba created the air flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during preventative maintenance (pm), the ventilator underwent a performance verification test (pvt) and failed the air flow accuracy test. There was no patient involvement. The event date was not specified, estimate used.